Event description:
It was reported that a total of 22 patients (male:8, female:14, ave. Age:76 yrs / age range 63-99 years) underwent a balloon kyphoplasty procedure (bkp) to treat osteoporotic vertebral fractures. Levels treated included t12 (n=8), l1 (n=6), l2 (n=3), l3 (n=3), and l4 (n=2). In all cases, it was reported that the operating time averaged 47.8 min (30-69 min) and blood loss was very low and could not be measured. It was reported that one patient was observed as having an asymptomatic "cement leak into a spinal canal". According to the report, "the amount of the cement in the spinal canal was very small causing no problems". No further information was provided. It is unknown if the cement leak was detected intra-operatively or post-operatively. No patient complications were reported.

Manufacturer narrative:
Literature citation: shigeto hiratsuka, kota suda, satoko matsumoto, seiji iimoto, aki ueda, masatoshi sanda, motoki komatsu, yasuaki toujou, katsuhisa fujita, akio minami. Clinical outcome of balloon kyphoplasty for osteoporotic vertebral fractures. J. East. Jpn. Orthop. Traumatol; august 2012. Vol. 24(3); p 276. Average age of patients: 76 yrs; age range 63-99 years. Total: 22 patients (male:8, female:14). Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.